Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer's blood glucose (bg) level was 220 mg/dl. Additionally, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Bg was 302 mg/dl.